Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible in the exposed soft cannula. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract which prevented the needle from retracting after deployment. Damage was observed inside the slide retract, indicating that the hard cannula had been incorrectly installed into the slide retract, which resulted in it becoming unseated during deployment. The hard cannula was also found to be bent, however this bend did not prevent fluid from flowing through the fluid path. It could not be conclusively determined when or how this damage occurred as the portion of hard cannula that was bent was exposed during use. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (back). As treatment, the patient changed out the pod for a new pod.